Event description:
The lead exhibited a gradual increase in rv defibrillation impedance and eventually triggered an alert for high oor rv defib impedance above the programmed alert threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).